Manufacturer narrative:
Concomitant medical products: product ID 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014 product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient returned to the clinic on (B)(6) 2008 for evaluation of her arm pain. The patient had progression of her carpal tunnel syndrome, which the hcp suspected was primarily responsible for the increase in her opiate analgesics and there was a spinal cord stimulator (scs) failure. The patient was having progressively worsening pain beginning at her wrist and radiating up her arms bilaterally. She did have paresthesia coverage without pain relief. The hcp suspected the progressive carpal tunnel syndrome symptoms were beyond the effect of stimulation, and so the hcp would recommend bilateral carpal tunnel releases. More than one and a half years later the patient returned to the clinic on (B)(6) 2009. The patient had pain related to the electrodes in her subcutaneous tissue. The patient found herself not using the scs and she would like to have it removed. On (B)(6) 2009, the scs was removed. The patient returned to the clinic on (B)(6) 2009 and was doing very well following her operation. There were improvements in her neck and arm pain. She was neurologically stable and her incisions were all healing very well. It was noted that the patient was implanted for complex regional pain syndrome (crps) type ii.